Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: bilateral rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent revision reconstruction surgery with 275cc mentor memorygel breast implant and was presented with bilateral breast implant rupture confirmed by MRI on (B)(6) 2019. Patient can feel a bubble on the right side and also has some dimpling on the nipple, which was identified right after surgery in 2013. As a result, the devices will be explanted on (B)(6) 2019. This report is for the patient¿s left-sided device.

Manufacturer narrative:
On 6/14/2019, the mentor failure analysis lab received the device for evaluation. On 7/3/2019, mentor became aware that patient underwent bilateral explantation due to left side rupture and capsular contracture; baker grade IV. Hence, patient code capsular contracture has been added to h6.there was no issue on the right side. This report is for the left side. On 7/3/2019, device evaluation was completed. Device evaluation: during analysis of the sample it was noticed a tear measuring approximately 2.9 cm located in the anterior view. Microscopic examination was performed. No evidence of instrument damage was observed. No other anomalies were observed. Rupture, as indicated in the product insert data sheet (pids), is a known complication associated with mentor mammary prostheses. Causes of rupture of gel-filled implants include but are not limited to the following events: damage from surgical instruments, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma to the breast. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Postoperative formation of a fibrous tissue capsule around an implanted device is a normal physiologic response to the implantation of a foreign object. Capsule formation occurs in all patients in varying degrees. Capsules range from thin to heavily-thickened. This phenomenon is referred to as capsular contracture. The severity of this condition varies with each individual. Capsular contracture can make the breast harder and firmer than desirable, which may result in breast asymmetry, discomfort or pain. Manufacturer's reference number: (B)(4).